Event description:
It was reported that the patient received inappropriate therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 44.9-45.3cm from the electrode tip, consistent with lead friction with another device or feature of the heart. The etfe coating was intact at this location.